Event description:
It was reported that this lead is part of an implantable cardioverter defibrillator (ICD) system that had presented bacterial infection. Subsequently, this lead and an other lead were explanted. This product has not been returned for analysis. No additional adverse patient effects were reported.